Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device technical analysis: this device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Investigation conclusion: reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
It was reported that the patient was hospitalized due to feeling sick. The electrocardiogram showed tachycardia rhythm with normal qrs. Additionally, there were inappropriate anti-tachycardia pacing (atp) and shock was delivered. The physician requested technical services to review the data and confirm device operation. Additional information was receive, stating that the device was reprogrammed and the device remains in service. No additional adverse patient effects were reported.